Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient just had a generator change and came back for a wound check where infection was found. It was also reported that the patient was treated with medication but the infection did not clear out. The ICD was explanted and the patient will be treated with medication and a re-implant in the future. There were no additional adverse patient effects reported. The ICD was no longer in service.